Manufacturer narrative:
No button error alarm noted. Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer also reported that the up arrow button was not responding. Customer's blood glucose was 106 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.